Event description:
Device was found in standby mode when pt came to hospital because of discomfort.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.